Event description:
It was reported that (1) device was used during a open colon resection. It was reported by the rep that the tlc55 stapler jammed during the procedure. The case was completed by using another instrument. There was no consequence to the pt.